Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no anomaly was found. The cause of the reported noise could not be determined.

Event description:
It was reported that when a patient presented in clinic for a routine follow-up, several episodes of noise, a significant decrease in pacing lead impedance, and decreased r-wave amplitude were observed. The lead was explanted and replaced. As the issue was not resolved with the new lead, the device was replaced. The patient was doing well post-procedure.